Event description:
(B)(6), a life technologies distributor, reported that one of their customers contacted them about a sample in which an (B)(4) allele appears to be incorrectly filtered when the intronic ambiguity filter within the utype software is turned on. Manual inspection of the sequence in the intron would make it appear as if the (B)(4) should not be filtered. The distributor stated that the customer confirmed via hla sso kit the presence of the (B)(4).

Manufacturer narrative:
From review of information the utype software is incorrectly filtering (B)(4) allele combinations when the intronic ambiguity filter is turned on. This error is occurring with a single sample which was submitted by one of (B)(6) customers. The sample in question is an(B)(4), low resolution, homozygote. (B)(6) believes that this allele should not be filtered based on manual analysis of the positions within the sequence that the software references when deciding to filter or to not filter results using the software. This issue is being investigated internally at this time. Additional information will be submitted with the 30 day report.